Manufacturer narrative:
Distributor information: ICU medical, inc. Us service center san jose, ca 95138. Exemption number: e2014005. Q core medical ltd (manufacturer) is submitting the report on behalf of ICU medical.

Event description:
The event was reported by a customer from USA: over delivery.

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "sapphire pump over infusion- it has been reported that 3 sapphire pumps have been over infusing out of the +/-2.5 specification. Original bag saved and used (not tubing). Ran on same program pump was on for 3 days. Vi 14.8ml, actual delivery 19ml, exceeded hospira allowable variance of +/-2.5%. Alarm settings: occlusion units psi, occlusion pressure 10psi, pump unattended 2 min, infusion near end 10 min, alarm volume max. Type of drug:fentanyl. Kindly acknowledge no human harm caused. Caused no human harm. What were the treatment settings?vi 14.8ml, actual delivery 19m. Type of drug: fentanyl. Pump treatment information: conc 10:1mg/ml, rate 0, bolus 10mcg, 10 min lockout, 6 boluses/hr&#62282; vtbi: 14.8? (Vi 100ml 14.8ml was from my testing). What was the pressure (occlusion) sensor setting (0.4-1.2 bar)? 10psi. What was the initial bag volume? 100ml. Question:[oct-11-2016 9:59 am (idt) (B)(4)] question 2 :no need for an answer-13.2. Answer:[oct-14-2016 4:43 pm (idt) (B)(6)]. Question no. 2 was provided in the intake form. Patient involvement: yes. Human harm: no. Medical intervention needed: no. Event occured during patient use."